Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .108 offset at the tips, indicating overloading at the tip. Electrical continuity passed. It was concluded that the damage to the tip may be due to mishandling. Failure analysis also found scratches on the surface of the distal pulley. Additionally, instrument pitch cable was frayed at the distal idler. There was no damage found on the pulley and the clevis. No other damage was observed. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, frayed cable found during failure analysis, if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips were not aligned on the fenestrated bipolar forceps instrument. The instrument was not used on a patient after the reported issue was identified and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of pieces falling into a patient for preceding procedures.